Event description:
It was reported that it was noticed that the mouth of the device is not closing properly. No further information received. There was no harm for patient, operator or third party reported. This was noticed after the surgery. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed as the evaluation revealed that the shaft is loose and therefore the jaw is not closing completely. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecured grasp of tissue.